Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed as a metal clip was found at scope exit, distal end. The device evaluation also found the following non-reportable findings: bending rubber was leaking, plastic distal end cover failed insulation test, insertion tube insulation was low, plastic distal end cover was dented, 3 light guide lens slightly chipped, bending rubber was leaking, insertion tube was snaking, and insertion tube peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had metal at the exit of the scope. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation and information provided with the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The event can be detected and prevented by handling the device in accordance with the instructions for use: - operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel. - reprocessing manual: 5.5 manually cleaning the endoscope and accessories: brush the channels. Olympus will continue to monitor field performance for this device.